Manufacturer narrative:
The investigation conducted by field service engineering concluded that the "dim" light issue experienced by the customer was associated with the system illuminator. The illuminator provides the light which is transported to the system endoscope and projected onto the surgical site. The system was repaired by replacing the affected illuminator. As of (B) (6) 2008, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that prior to starting a da vinci s prostatectomy surgical procedure, the system illuminator light began to dim every time the shutter was opened. An isi representative, in attendance at the case, recommended replacing the illuminator bulb, however, the issue continued to occur after the replacement was made. The patient had been under anesthesia and the port incisions had been made when the surgeon decided to abort the planned procedure and reschedule it for a later date. No patient harm, adverse outcome or injury was reported.